Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was evidence of a "high pressure" message in the event history log. The pump failed pressure testing. Further inspection found signs of fluid ingression near the downstream occlusion sensor. The root cause for the fluid ingression was determined to be improper user interface.

Event description:
It was reported that a cadd® cadd-prizm® vip system experienced an occlusion error. There was no reported patient involvement.